Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. It was not possible to duplicate the primary audible alarm background test during occlusion test. The root cause of the reported issue was not found. Actions were taken to mitigate the reported issue: the speaker was replaced as a preventative. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that primary audible background test event occurred. No patient injury was reported.